Manufacturer narrative:
The excor blood pump pu valves; 25 ml in/out; ø 9 mm; sn 2330573 was in use on the patient from (B)(6) 2024 to date. The event occurred on (B)(6) 2025, which is (45 days) after the pump was placed on the patient. As of (B)(6) 2025, the site continues to monitor the pump, and does intend to change the pump unless the patient begins to experience hematuria. We have reviewed the production records of the excor blood pump sn (B)(6) and the pump was produced according to our specification.

Event description:
The site contacted berlin heart inc. (Bhi) clinical affairs (ca) on 2025-01-27 to report that the patient being supported with an excor pediatric vad system had elevated ldh levels. The patient's ldh value showed from 688 u/l to 1523 u/l and plasma free hemoglobin increased from 3.0 mg/dl to 9.9 mg/dl on (B)(6) 2025. Both values are 2.5 times higher than upper limits of normal. The site further reported an increase in total bilirubin to 6.4 mg/dl from baseline of 1.7 mg/dl. The site also stated that the increase in the abnormal lab values was considered to be multifactorial. According to the site, the excor blood pump pu valves; 25 ml in/out; ø 9 mm; sn (B)(6) functioned as intended with complete filling and ejection. There were no deposits, or any abnormal sounds noted in the excor blood pump.